Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 135 cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon material ruptured. The device was removed, and the procedure was completed with a different device. No patient complications as a result of this event and the patient condition were good post-procedure.